Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  Based on the provided data, a general reagent or instrument issue was not evident.

Event description:
There was an allegation of a questionable elecsys vitamin d g3 assay result from the cobas 8000 cobas e 602 module. The initial result was >300 nmol/l. The repeat results were 78.21 nmol/l and 83.01 nmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 55761700. The expiration date was requested but was not provided.